Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the fuses on the mobile view station (mvs). The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) and mobile view station (mvs) are not powering on. When plugged into the wall, the charge lights are not scrolling on the ias and there is no line power on the mvs. There was no patient present when this issue was identified.